Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), with multiple measurements and re-interrogations battery voltage is consistently at 2.05 volts, but device did not trip elective replacement indicator (eri), and the estimated longevity is 15.5 years. Review of device data indicated an incorrect voltage error occurred. The device will replace the false low battery voltage with a correct value within 3 hours outside of a follow-up session. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated and issue with battery voltage measurements. Seven of the last 8 battery voltage readings were at 2.8 volts and one at 2.05 volts. "Battery ref" value was 511, confirming criteria for formal investigation 1442. Battery status was ok with remaining longevity estimated at 15 years. If information is provided in the future, a supplemental report will be issued.